Event description:
Wife of end-user reported redness and irritation in the area around the tape border of the durahesive barrier. This issue has occurred since (B)(6) 2013.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. From a clinical perspective, a causal relationship between the activelife 1 pc - 1 pc drainable pouch w/ durahesive (dh) plus and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. No additional event/ patient details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow up report will be submitted. (B)(4). Note: the actual date of event is unknown, so the date used was the date that convatec became aware.